Event description:
It was reported the physician placed a trial lead. The sjm rep's diagnostic tests revealed invalid contacts. The lead was removed and discarded. The physician opened another lead and the case was completed. The procedure was extended by 10 minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.